Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case (battery tube), cracked case and cracked case-corner of belt clip rails. Cosmetic damage at the reservoir compartment and battery cap was not confirmed. The unit was received without a battery cap therefore cannot determine if battery cap was damaged/cracked. Cosmetic damage to the battery compartment was confirmed along with other cosmetic damage that was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap was not tight, crack in the reservoir and on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342. Troubleshooting was performed and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-342. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue using the device.